Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient was asymptomatic. The egv was reading low and the patient called an ambulance. The blood glucose reading was 701 mg/dl by ems and the evg was 48 mg/dl. The patient was treated with IV fluids and insulin in the ed and discharged the same day with bg 201 mg/dl, but no egv was documented at that time. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.